Event description:
The pt stated he believes his infusion device is not dispensing insulin accurately. He stated his blood glucose has been elevated to 200-250 mg/dl and his normal range is 90-140 mg/dl. The pt is using injection to lower his blood glucose. The pt stated that insulin comes out of the end of the infusion tubing during priming and flows from the end of the infusion tubing smoothly during a bolus. He stated his piston rod is not turning completely during a bolus. The pt refused to troubleshoot for elevated blood glucose and refused to switch to his backup infusion device. The pt's infusion device was replaced and upon follow up the pt stated his blood glucose is still elevated and he believes the piston rod of the new device is not advancing. A request for face-to-face training was submitted. The trainer stated that each time she programmed a bolus insulin appeared at the end of the infusion tubing. She stated the pt has gastroparesis which can cause erratic blood glucose as well as the pt's method of bolusing (every 5 minutes for 15 minutes after a meal). The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.